Event description:
It was reported that stent damage occurred. The target lesion was located in the bilateral iliac artery. After balloon pre-dilation, a 9x40x120 epic vascular self-expanding stent was advanced for treatment. The stent was delivered at the designated position; however, the stent release system was found to be stuck and could not be deployed normally. The stent was pushed out after removal and found damaged. The physician tried to deploy the stent in vitro, however, it was deformed since it became stuck. The procedure was completed with another of the same device. No complications were reported, and the patent was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was received with the stent already deployed from the delivery system. The deployed stent was noted to be damaged. A visual examination identified no issues with the tip of the device. A visual and tactile examination found multiple inner sheath kinks. A visual examination identified no issues or damage to the handle of the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the bilateral iliac artery. After balloon pre-dilation, a 9x40x120 epic vascular self-expanding stent was advanced for treatment. The stent was delivered at the designated position; however, the stent release system was found to be stuck and could not be deployed normally. The stent was pushed out after removal and found damaged. The physician tried to deploy the stent in vitro, however, it was deformed since it became stuck. The procedure was completed with another of the same device. No complications were reported, and the patent was stable.